Manufacturer narrative:
The device was returned, decontaminated and visually inspected. The device was returned with the clip cartridge still jammed inside the clip applier. It appears the bar feeder was jammed in the actuated position at the end of the cartridge causing the feeder to not be able to retract. The clip applier handle was opened, and all the components were disconnected to isolate the shaft and remove the clip cartridge. The clip cartridge could not be removed. Investigation of handle shows that the lever pin was broken, and the proximal bearing would not move causing the clip cartridge to stay in the shaft when activated. The lever pin was then observed under 20x magnification. The direction of the force marks on this component indicate that it was possible that the trigger on the handle was released before the cartridge was pulled out. The root cause could not be determined. A possible root cause may be due to mishandling of the device when inserting or releasing the cartridge without full activation of the handle.

Event description:
The m/l-10 multi-fire clip applier (1002) experienced a mechanical jam when first activated by the surgeon. The clips did not fire. There was no harm to the patient. The anesthesia time was extended for 5 minutes.